Event description:
It was reported that after a bypass surgery with the use of the kit, all items of the kit were used without complications with any of the materials. After two days of the procedure, the dr, who had surgery, came into contact reporting that the patient had a bleeding in the post-surgery. The material was discarded, and the investigation of the item is not possible. The patient was reproached after two days and was re-operated.

Manufacturer narrative:
(B)(4). Date sent: 7/30/2024. B3: exact event date unk, entered (B)(6) 2024 as only the year was provided. D4: batch # unk d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: how was the post-op bleeding identified? Entravascular bleeding what was the total estimated blood loss (ml)? Input hb 14 control hb 6 was a transfusion required? Yes, 8 bags of red blood cells how was the bleeding addressed? First, clinical control was attempted with anticoagulant suspension, measures to prevent vte, use of transamin and hb control, but without success the patient underwent laparoscopy what was the pre and postoperative anticoagulant and pain management protocol? Enoxaparin 40mg subcutaneously 6h after surgery, dipyrone 1g 6/6h was the bleeding intraluminal or extraluminal? Intraluminal. Any clips, clamps, or graspers near the area where the device was being fired? A clip was used to aid intraluminal hemostasis in the enteroentero anastomosis stapling line. If no, was there any additional medical intervention required such as x-rays, additional procedures, prescriptions? It was re-operated after two days of using the material, patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? Bleeding two days after the procedure and reoperation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.